Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there were defective pcu (8015) keypads. The first pcu keypad failure (s/n (B)(4)), the power was connected and power was received by the battery but the indicator light was not illuminating and would not power on. The second pcu keypad failure (s/n (B)(4)), the unit was receiving power but would not power on. There was no patient harm. The issues were noted prior to patient use.